Event description:
The customer reported that a refurbished tarpon xl amplifier card for the cytomics fc 500 failed after 40 days following installation. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument and noted that the tarpon xl amplifier card failed, showing an intermittent fluorescence (3) signal drop-off. The signal drop-off was intermittent and randomly reappeared in mid run but would be apparent to the operator on flowpages and upon examination of the fl3 histograms. As indicated in the fc 500 instructions for use, data displays for light scatter patterns, antibody staining profiles, and all gates and boundaries used to arrive at the test result should be reviewed by a laboratory professional when interpreting the data. The fse replaced the failed amplifier card to resolve the issue and verified the repair as per established procedures. Results: tarpon xl amplifier card assembly.